Event description:
It was reported during a revision procedure on (B)(6) 2015 (reference MFR. Report# : 1627487-2015-10061), the physician attempted to replace the fractured lead with a new lead. However, the physician was unable to place the replacement lead after several attempts. Subsequently, the procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.